Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 50 mg/dl and current blood glucose level was 147 mg/dl. Customer treated for low blood glucose with food. Customer has been experiencing low blood glucose for 2 hours. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis.